Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The guidewire shaft was inspected for damage. The shaft showed 1 kink located 86.5cm from the tip. The device showed that the shaft/tip was fractured. The fracture was located at 11.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that tip of the wire was fractured. The target lesion was located in the intracranial artery. A 300cm x 10 cm fathom -14 wire was selected for use. At the end of the procedure, when the device was removed from the patient's body, it was noted that the tip of the wire became kinked and fractured. The procedure was completed with another device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that tip of the wire was fractured. The target lesion was located in the intracranial artery. A 300cm x 10 cm fathom -14 wire was selected for use. At the end of the procedure, when the device was removed from the patient's body, it was noted that the tip of the wire became kinked and fractured. The procedure was completed with another device. No patient complications were reported and the patient was stable post procedure.